Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No stuck buttons or numbers ramping up noted. The device had normal operating currents and no unexpected low battery or battery out limit alarms noted. The device had minor scratched lcd window, cracked display window corner and cracked reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 97 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.